Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after application of two clips on cystic artery, next couple clips started to scissor upon closure of the clip. Surgeon then noticed the first two clips were loose and had to be removed. Included with return are three clips the rep had scrub tech fire into a basin. All three clips "scissor" at distal tips of staple legs. Another like device was used to complete the procedure. There were no adverse consequences for the patient.